Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's family/friends. The patient was receiving an unknown dose and concentration of baclofen via an implantable infusion pump for intractable spasticity. It was reported that the patient had an infection and sepsis. The infection was confirmed to be a urinary tract infection. It was reported that the patient had a 103 temperature and went into sepsis. It was reported that this occurred "after the implant." The patient went from the hospital to a rehab center and the infection/sepsis occurred when the patient was at the rehab center. It was reported the event started "at least two weeks ," prior to the report. No further complications were anticipated/reported.